Event description:
Following sheathed insertion, the guidewire could not be removed from the iab. The assembly was removed and a new iab inserted. There were no associated patient complications. See 1219856-2005-0070 and 1219856-2005-00074 for other events involving the same patient.